Event description:
The patient reported receiving 21 shocks while their first implantable cardioverter defibrillator (ICD) was in use. Follow up was unable to provide further information. The ICD had been removed for nearly seven years when the patient reported the shocks. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant medical products: 419388 lead, implanted (B)(6) 2003; 694765 lead, implanted (B)(6) 2003. (B)(4).